Event description:
As reported, the "white straw" of a 6/7f mynxgrip would not separate from the device. Hemostasis was achieved by manual compression. There was no reported patient injury. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient recovered after the mynx event. The sealant was not stuck to device components. The device storage temperature did not exceeded 25 °c. The user is trained to mynx. The device was stored and prepped according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation, it was discarded.

Manufacturer narrative:
As reported, the "white straw" of a 6f/7f mynxgrip would not separate from the device. Hemostasis was achieved by manual compression. There was no reported patient injury. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient recovered after the mynx event. The sealant was not stuck to device components. The device storage temperature did not exceed 25 °c. The user was trained to mynx. The device was stored and prepped according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation, it was discarded. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.